Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly free float in the longitudinal and lateral directions. There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the unexpected float was caused by a loose plastic cover that prevented the foot pedal from reaching its resting position. This simulated a pedal activation which caused the locks to disengage and allow the tabletop to float. The fe reattached the cover and ensured that the pedal and table locks were functioning nominally.